Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that the patient endured atrial fibrillation, worsening thrombocytopenia, and an impella site hematoma during impella 5.5 support. The thrombocytopenia had an unknown/undetermined relationship with the impella device. Heparin products were discontinued and the patient was on bivalrudin. The atrial fibrillation was believed to have a possible relationship with the impella device. The patient was monitored for fourteen days to determine the presence of an atrial fibrillation burden. Finally, the hematoma at the axillary site was reported to have a possible relationship with the impella device. The hematoma was expanding and the patient was brought to the operating room for an evacuation. Blood products were given and a generalized surface bleed from the pectoralis muscle noticably improved. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿